Event description:
Device report from synthes (B)(4)reports an event in (B)(6) as follows: it was reported that a two-jaw-surgery took place. During the surgery, the surgeon was unable to grasp screw smoothly by the reported screwdriver blade. He alternatively exchanged to another screwdriver blade and completed the surgery. There was a surgical delay yet the specific time was not reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. The report indicates that the manufacturing location is (B)(4), the manufacturing date is 20th august 2013, (B)(4) was generated in order for to check up the quality of the products. Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that the reason was that trough out incoming inspection it was detected that those articles do not meet the current valid requirements. A special release order was accomplished. As result, all the articles of this special release order were checked with a 100% control. The quality, security and functionality of all those articles is given. No product fault could be detected. Device was used for treatment, not diagnosis. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.